Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replace the buffer valves to resolve the issue. The fse performed calibration, quality control, and patient samples, which all passed. The fse verified analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high patient results with flags for ion selective electrode (ise) sodium (na), potassium (k), and chloride (cl) on their au5800 clinical chemistry analyzer. The customer repeated the patient samples and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided only the initial results for two (2) patients.